Event description:
After 2+ years of implantation, this pacemaker was explanted, due to a loss of pacing.

Manufacturer narrative:
(B)(4).the analysis on this device is pending. (B)(4).

Event description:
After 2+ years of implantation, this pacemaker was explanted due to a loss of pacing.

Manufacturer narrative:
(B)(4)the analysis on this device is pending.